Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube positive pressure with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was a backflow of blood from the device to the patient while using bd tubes k2edta plh 13x75 2.0 plbl lav. This occurred on 2 separate occasions during use , however, the patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, (B)(6) hospital laboratory chief (B)(6) call said that there was a condition of blood reflux when the blood was drawn, there was a similar episode in (B)(6) and the reflux was particularly rapid and they almost feed the air from their blood vessels into their bodies. Therefore, patients with high negative emotions, the conclusion of the current observation, they suspect that we have positive pressure in the purple tube, this time the hospital leadership also pay special attention to this event, and is currently in the important stage of vascular development, but also hope to see a detailed written report.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a backflow of blood from the device to the patient while using bd tubes k2edta plh 13x75 2.0 plbl lav. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, (B)(6) hospital laboratory (B)(6) said that there was a condition of blood reflux when the blood was drawn, there was a similar episode in may, and the reflux was particularly rapid. And they almost feed the air from their blood vessels into their bodies. Therefore, patients with high negative emotions, the conclusion of the current observation, they suspect that we have positive pressure in the purple tube, this time the hospital leadership also pay special attention to this event, and is currently in the important stage of vascular development, but also hope to see a detailed written report.